Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary retention. It was reported that the patient had gone to the hospital for blood clots two years ago and they put a catheter in the patient at that time because they told the caller the therapy hadn't been working so the caller at that time had to bring the patient back to the initial healthcare provider's (hcp) office who had done the implant and the hcp had fixed it so the patient didn't have to cath any longer.

Event description:
Additional information was received from the healthcare provider (hcp). When asked to clarify the statement that "the hcp had fixed it so the patient didn't have to cath any longer," the hcp stated the device had 1.5 years remaining when [the patient] was last seen in october 2023. The hcp indicated that it was unknown if the cause was determined. Regarding the most likely cause of the issue, the hcp suspected that the device battery was at end of life.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.